Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. The root cause is unknown.

Event description:
Clinical trial. It was reported that 745 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated one de novo, mildly calcified, mildly tortuous, 95% stenosed, 2.6x15mm lesion of the 1st obtuse marginal (om1). The lesion was predilated prior to placement of a 2.5x20mm taxus express2 drug eluting stent. The patient was discharged the next day on asa and plavix. It was reported that the patient died 745 days post procedure due to acute renal failure.